Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator (eri) date was 2013-(B)(6).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) earlier than expected and that the remaining longevity was shorter than expected by the physician. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.